Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer/physician report during a ureteroscopy with lithotripsy to treat an 8mm left kidney stone, using a soltive laser system, thermal effect was noted to the surrounding urothelium. Sequence of events as follows: the physician reports: originally, the default settings for the olympus laser were used. Poor fragmentation of the stone was occurring at this setting. The stone would heat (glow) without fragmentation of the stone. The power was increased appropriately to break apart the stone. The laser settings used were: dusting, pulse energy 0.3, power 27w, frequency 90hz, 7.042 kj. Continuous irrigation was used. The thermal effect was noted after the power was increased. There were no medical or surgical interventions required as a result of this occurrence. The current condition of the patient could not be provided.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date (h4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record has been reviewed and is determined to meet all requirements. No deviations or relevant rework was performed on this laser console. All testing results showed conformity to all device requirements. Based on the results of the investigation, the injury is likely the result of improper user training and user error in the operation of the device. The pulse energy should have been increased, not the frequency. The legal manufacturer requested additional information regarding the event but the customer was unable to provide an answer. The specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.